Event description:
The type of this complaint is revision due to pain and soft tissue reaction.

Manufacturer narrative:
Addendum added (B)(6) 2015: the lab report, products, and third party report were reviewed by bioengineering and a report was received stating reviewed per wi-7915. The temperature rise reported by the patient is atypical of the series (B)(4), 36mm heads, ultamet liners and pinnacle a shells that were investigated in (B)(4). A letter was sent to surgeons regarding these products. Otherwise the wear on the liner and the damage to the taper is consistent, although it is difficult to directly compare the taper as the head has been sectioned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: device available for evaluation. The investigation has been reopened due to receiving product. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Additional narrative: the complaint states the type of this complaint is revision due to pain and soft tissue reaction. The primary tha for oa had taken place on (B)(6) 2008. On (B)(6) 2013, the patient alleged suffering from swelling in the left hip and gotten fever up to 38 degree (the symptom¿s duration is unknown). And she also had started feeling uncomfortable in the hip after 30-minute walk. Revision took place on (B)(6) 2015. The surgeon replaced the metal insert and the head (36mm) in question with a marathon liner and a delta head (32mm) respectively. The surgeon found corrosion around the head and the neck. Black substances were also found around the neck of the stem and taper of the head. The complainant has requested the investigation of these substances. In addition, necrosis was also found. Whether there was a surgical delay has not been reported. The patient is now under observation. A complaints database search and review of manufacturing records did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).